Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not capturing and was oversensing. The lead was found to have dislodged. A revision procedure was performed where the lead was explanted and replaced. It was reported that the lead will not be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The helix was noted to be stretched. It was unclear if this observation could have contributed to the clinical observation of dislodgement. Visual inspection showed that the silicone insulation abraded through exposing the outer coils at about 3.5 centimeters from tip. The abrasion appeared smooth on the edges.

Event description:
Subsequently the lead was returned for analysis.